Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was possibly fractured. Short v-v intervals and non-sustained ventricular tachycardia episodes were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's right ventricular (rv) lead triggered an alert due to low impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).